Event description:
Procedure type: small bowel resection. According to the reporter: the staples applied and the blade cut tissue however the instrument would not open at the end of the sequence. The black end button would not engage the "unlock". The surgeon could not open the instrument and therefore can't remove the cartridge. The tissue was cut but there was some "uncut tissue" held in the jaws of the instrument. Pulling would tear some of that tissue. A second gia was used parallel to first to properly staple and cut the small bowel resulting in unnecessary removal of extra tissue (not greater than 2.54 cm). There was no bleeding reported in excess of 250 cc. The case was extended by 20 minutes.

Manufacturer narrative:
(B)(4).